Event description:
It was reported that undersensing was observed on the implantable cardiac monitor. R waves were lower than at implant. Programming changes were made to resolve the issue. The patient was stable.